Event description:
The user facility reported that the device gave a customer blisters upon removal.  The user facility advised with the blistering they use silvadene cream to help expedite healing and clear up scarring. There was no intervention to prevent permanent impairment or further adverse consequences other than the blistering.

Manufacturer narrative:
Correction: b1, h1, additional information: b5, h6 h3 device discarded.

Manufacturer narrative:
Currently, the health impact and potential medical intervention are unknown. This report is being filed in an abundance of caution based on an initial assessment of the event as reported.

Event description:
The user facility reported that the device gave a customer blisters upon removal.  Attempts are being made to obtain additional information about the event; no further information has been received.